Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during preparation for gastrointestinal surgery, an attempt was made to fire the stapler for testing purposes, but no staples were released". No patient involvement.

Event description:
It was reported that "during preparation for gastrointestinal surgery, an attempt was made to fire the stapler for testing purposes, but no staples were released". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler was returned with two fully formed staples at the front of the device. The two fully formed staples were manually removed. Upon functional testing, the first staple fully formed and released correctly in the air. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The stapler was received with 28 staples left in the cartridge including the two fully formed staples, indicating at least 7 unreturned staples that were fired by the customer. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review could not be performed as no lot number was provided by the customer. A non-conformance was opened by the manufacturing site to evaluate the issue of wide visistat staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.